Event description:
It was reported that customer's insulin pump has a cloudy screen. When looking at it in sunlight the display has black spots all over it. Customer's blood glucose is 6.4 mmol/l. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No black spots or cloudy screen was noted on the display during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.